Event description:
Patient reported the check button has worked intermittently for the past 26 days. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the problem mentioned by the customer could not be reproduced. The buttons were tested successfully. The problem mentioned by the customer could not be reproduced.